Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was 358 mg/dl to 368 mg/dl at the time of the incident. The insulin pump battery was died in the middle night and they where not able to catch it so they need reprogram and pump error occured. The customer advised to monitor the insulin pump. Customer treated high blood glucose with manual injections. The insulin pump will not be returned for analysis.